Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2019-00636. It was reported the patient experienced ineffective therapy due to lead migration confirmed by x-rays. Reportedly, reprogramming was unable to resolve the issue. Surgical intervention is pending to further address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2019-00636. It was reported that the patient's leads were explanted and replaced on (B)(6) 2019. The patient has effective stimulation post operatively.